Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the probe broke in the pt's eye. A second probe was used to complete the surgery. There was no pt harm reported.